Event description:
The international distributor reported the unit would intermittently shut down during operation. The ventilator was not in use on a patient at the time of the reported failure, therefore, there was no patient involvement or harm. The power supply was replaced to address the reported problem. Final testing was completed and passed to operating specifications.